Event description:
The user noticed they were receiving many "high critical" potassium values for serum samples and reran a few of them. The repeat potassium result was 2.0 mmol per l lower than the initial result. The user stated about 100 patient samples were affected. No erroneous results were reported due to the lab policy to double check critical values before reporting. The field service representative determined there was a problem with the pinch tubing and replaced it. He also found a problem with the sipper probe and replaced it. To verify the analyzer operation, he ran calibration, qc and precision testing.